Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in united kingdom: "leakage incidents." According to the customer: "the national distribution service has received a product complaint from ninewells hospital dundee reporting a number of leakage incidents with the following code : stopcock 3 way blue b braun medical ltd product code 4095111. Two (2) devices have been retained at ninewells for failure investigation, lot number - 22f07d9046. There was no harm to patient/user but a radioactive contamination incident occurred due to leakage of the devices. The user and some surrounding areas were contaminated."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Investigation of retained samples revealed no abnormalities. The samples meet the standard. A review of the batch and manufacturing record revealed no abnormalities or nonconformities. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.